Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, it was discovered the helix of the lp had become stretched at some point. The lp was explanted and exchanged. The patient was stable.